Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones and that the magnet use is programmed off for this device. A guidant technical services (ts) consultant discussed the typical beeping pattern for eri (elective replacement indicator), fault codes, out-of-range shock impedance, etc. And noted that the device would have to be interrogated to confirm what is causing the beeping pattern. The representative noted that this device is being changed-out as it was under an advisory and there was expressed concern regarding this device's battery longevity. Analysis has been requested for this device.